Manufacturer narrative:
The lead was returned for patient deceased. As received only the connector portion of the lad was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2025-15123. Related manufacturer reference number: 2017865-2025-15127. Related manufacturer reference number: 2017865-2025-15128. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Correction: b5 for statement and g2 for funeral home.

Event description:
Related manufacturer reference number: 2017865-2025-15123. Related manufacturer reference number: 2017865-2025-15127. Related manufacturer reference number: 2017865-2025-15128. It was reported that the patient had deceased due to an unknown cause. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.